Event description:
It was reported that on the patient presented to surgery with degenerative disc disease at l3-4 and l4-5, instability at l4-5, spinal stenosis at l2-3 and l3-4. The patient underwent a procedure for laminectomy at l2-4, anterior/posterior fusion with synthes fra spacer packed with crushed cancellous allograft, and rhbmp-2/acs, and placement of expedium pedicle screws. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.